Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 06/24/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. Calibration was performed while the error reading symbol displayed. No additional event or patient information is available. The dexcom g5 mobile continuous glucose monitoring system states: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. The receiver data log was reviewed on 07/11/2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.